Event description:
The pt was having an x-ray procedure. During deployment of a stent, the fluoroscopy stopped on this x-ray system. The operator was able to restart the system.

Manufacturer narrative:
Method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.